Manufacturer narrative:
There are no known causes for the false positive stat troponin result when compared to another troponin test method. The customer noted that all other test results were good. The instrument is performing within specs. Reference report # 2017183-2010-00041 for the second pt associated with this incident.

Event description:
Repeat false positive immulite 2500 stat troponin assay results were obtained on a pt sample when run in duplicate and repeated on another immulite 2500 sys. The immulite 2500 troponin results are discordant when compared to another test method. A negative troponin result was reported by the customer. There was no known report of pt treatment being altered or adverse health consequences due to the false positive stat troponin assay results.